Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2014. Patient underwent right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a left revision on (B)(6) 2016 due to tibial collapse. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to correct information. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00523 / 01427).